Manufacturer narrative:
Patient information is requested but currently unknown. Other relevant device(s) are: product ID: bi71000823, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the mobile viewing station (mvs) was not communicating with the image acquisition system (ias). This was during a post-op spin. There was no impact on patient outcome correlated with this event.

Manufacturer narrative:
A1-a5: patient information updated. E1: initial reporter updated. H3: a medtronic representative went to the site to service the equipment. The mvs computer was replaced. The system then passed the system checkout and was found to be fully functional. Evaluation codes that apply to this testing: 10, 4203, 4307. The kit svc o2 bi71000823 mvs ser 4.1.0 (rev. 1 : s/n(B)(4) ) has been received by the manufacturer for evaluation. However, results are not available at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue occurred during a l3-l5 posterior lumbar fusion procedure. It was noted that the imaging system worked fine for the site's first fusion of the day and that the issue was discovered at the beginning of the second fusion. The surgeon bailed on the imaging system and inserted the screw with a c-arm. There was a 2 hour delay to the case and no negative consequences on patient outcome.

Manufacturer narrative:
H2/h3/h6: the mvs passed bench tests. The os and image acquisition station (ias) applications loaded successfully. Bios was good. The virus scan and patient data was removed. The mvs was installed in a test system and the system initialized. Th emotion, generator, communication and generator all readied. Motion calibration passed. The ias was remotely accessible. 2d and 3d images were successful. Codes 10, 213 and 67 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
E2, e3, h2: it was incorrectly reported that it was unknown if the initial reporter was a healthcare professional. Initial reporter is the physician who performed the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.